Event description:
The contralateral pullwire caught on the hooks of the superior attachment system upon jacket retraction. This was resolved with a guiding catheter. Difficulty was experienced in advancing the contralateral wire. Stents were placed in both the ipsilateral and contralateral limbs of the endograft after implantation to improve flow.